Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, one patient experienced foreign body sensation that settled over time and one patient experienced minor redness that settled sporadically.